Manufacturer narrative:
D10 concomitant product: sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n3f0322y); sigphandle, sig power sigphandle handle (serial#: unknown); sigtrsb60axt 60mm xtr thk reinforced rel (serial#: unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a robotic laparoscopic resection of the apical segment of a lung cancer patient with pulmonary fibrosis, during the stapling resection of the cancerous segment of the lung, the device fired but there was poor staple formation. At the closure of the reload, the surgical assistant relayed that the stapler was showing in zone three. Firing the device resulted in the knife being unable to progress mid-fire, generating the excessive force thick tissue message, and partially deploying staples into the lung parenchyma. In stopping mid-fire, the staple closure was incomplete. Another reload was used in a different firing angle by going higher towards the apex of the segment to encounter tissue within the firing range. The original staple line was incomplete and ultimately bled. There was no leak and the case was completed, but the patient experienced post-operative bleeding and was brought back to the operating room. The patient's chest was opened, the surgeon performed a thoracotomy, and another stapling reload was used to resect the existing staple line where the bleeding was coming from.

Event description:
According to the reporter, intra-operatively of a robotic laparoscopic resection of the apical segment of a lung cancer patient with pulmonary fibrosis, during the stapling resection of the cancerous segment of the lung, the first reload fired correctly. The second reload fired but stopped. The surgical assistant relayed that the stapler was showing in zone three at the closure of the reload. Firing the device resulted in the knife being unable to progress mid-fire, generating the excessive force thick tissue message. The stapling stopped leaving a wad of staples and reinforcement material. No device component fell into the patient¿s cavity. There were also malformed staples in the middle of the fired staple line. A nonreinforced black load was then tried, but it did not fire. The black load could not enter the green zones, and if it was tried, it did not work. Another reload, similar to the second reload, was used in a different firing angle by going higher towards the apex of the segment to encounter tissue within the firing range. The surgical time was extended for approximately 45 minutes. There was no air leak and the case was completed, but the patient experienced post-operative bleeding the night after the procedure, and was brought back to the operating room. The original staple line was incomplete and ultimately bled at the confluence of the two staple lines. There was blood loss of more than 500cc and multiple blood transfusion was done. The patient's chest was opened. The surgeon performed a thoracotomy. Another stapling reload was used to resect the existing staple line where the bleeding was coming from. The patient is still in the ICU, on the threshold of moving to a care facility.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n3f0322y); sigphandle, sig power sigphandle handle (serial#: unknown); sigtrsb60axt 60mm xtr thk reinforced rel (serial#: (B)(6)) unknown egia su, unknown endo gia sulu, (lot #unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.